Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the fs libre sensor and sensor kit was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. No further investigation is required.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 51 mg/dl, 106 mg/dl and 40 mg/dl within 10 minutes. The customer reported a horizontal trend arrow at the time of the call. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 51 mg/dl, 106 mg/dl and 40 mg/dl within 10 minutes. The customer reported a horizontal trend arrow at the time of the call. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.